Manufacturer narrative:
The reported event of loss of capture was not confirmed. The pacer was received from the field with the battery voltage above elective replacement indicator level. Electrical and mechanical analysis performed indicated normal functionality. Capture test was performed under nominal conditions and no anomaly was found. Additionally, visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.

Event description:
It was reported that loss of capture was noted on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.